Manufacturer narrative:
On 04-12-2023 the distributor reported the following additional information: a pump system check and log review was performed, and the pump's battery depleted as expected. The pump operated as intended and no failure was identified. Due to the additional information reported, this event does not meet MDR requirements as defined by 21 cfr 803.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. There was no reported impact to the customer's blood glucose level. Further information regarding the customer or event was not provided.